Manufacturer narrative:
The user facility report (B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(4) registry stating that "vad interrogation revealed pump stop to disconnect. Pt reports letting battery wear down at night and then he unplugged both power sources at the same time due to being sleepy."